Manufacturer narrative:
(B)(4). A review of the device history and service history did not reveal anything related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Actual date of the event is unknown. The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of overheating. A review of the device logs revealed no failure or malfunction that could have caused or contributed to the reported difficulty. Visual inspection of device didn't show any issues. The device was tested under temperature monitoring system software, and the problem was neither confirmed nor reproduced. All product specifications were met. The problem was not confirmed. The cause of the problem was undetermined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additional relevant information becomes available.

Event description:
A customer alleged that his homechoice had overheated "more than once" on unknown dates. There was patient involvement, but no patient injury or medical intervention reported.